Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s death is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. The stapler logs were reviewed by isi advanced failure analysis engineer (fae) and the following findings were obtained: the logs show a sureform 60 stapler instrument was installed once and fired 1 green reload. On this only install, the system failed to detect the reload color, and the user manually selected the green reload on the surgeon side console (ssc) touchpad. The instrument had 3 successful clamps and 2 clamps were aborted by the user. The aborted clamps were stopped at around 48% and 74% completion respectively. Following the 3rd successful clamp, the reload was fired with no pauses for compression. All unclamps were successful and there were no stapler related errors in the logs when this instrument was used. The system logs for the procedure date are currently not available as of the date of this report. A review of the event was conducted by an isi medical officer and the following was provided: based on the information provided in the summary of events, and the unspecified cause of the patient¿s demise, insufficient information is available to determine if any intuitive surgical instruments or equipment contributed to this event. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted low anterior resection procedure, the patient passed away from an unspecified cause. There is no allegation of system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm.

Event description:
It was reported that after completion a da vinci-assisted low anterior resection procedure, the patient passed away from an unspecified cause. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained: a review of the system logs available for the procedure date of (B)(6) 2022 was performed by isi technical support engineer (tse) and the following was observed: there were no relevant errors observed during this procedure. A device history record (DHR) investigation was performed and there were no related non-conformances found for the instruments used in the procedure.

Event description:
Refer to h10/h11 for follow-up information.